Event description:
Broken catheter on the transfer of skin.

Manufacturer narrative:
A 6.7 cm portion of a tesio catheter was returned for eval. The return includes the red cuff retainer and several fragmented pieces of lumen. A review of the mfg records indicated that all devices specifications and qual requirements were satisfied. The device was implanted for 1 year 3 months with no reported problems. We are unable to determine the cause or factors that may have contributed to this event.